Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. After pre-dilatation was performed with a 2.0x9mm balloon catheter, a 24 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was observed that the proximal shaft was broken. Subsequently, pre-dilatation was performed again, another stent was advanced with buddy wire support and was deployed, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 138mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found multiple kinks along the inner and outer shaft polymer extrusion. A visual and microscopic examination found dame to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. After pre-dilatation was performed with a 2.0x9mm balloon catheter, a 24 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was observed that the proximal shaft was broken. Subsequently, pre-dilatation was performed again, another stent was advanced with buddy wire support and was deployed, and the procedure was completed. No patient complications were reported and the patient's status was stable.